Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was damaged. The following information was provided by the initial reporter: "the pediatric service reports a non-serious adverse incident, where it describes that, when performing the venipuncture, when opening for the passage of this it is observed with an open bevel tip, when using a second catheter the mandrel makes it difficult to enter the peripheral vein ¿.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2006902, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could only observed the product packaging and product details. The provided photo did not show the actual device or the alleged defects. Therefore, based off the provided photo the engineer could not verify the reported defect. Without a physical sample or photo of the defective device a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was damaged. The following information was provided by the initial reporter: "the pediatric service reports a non-serious adverse incident, where it describes that, when performing the venipuncture, when opening for the passage of this it is observed with an open bevel tip, when using a second catheter the mandrel makes it difficult to enter the peripheral vein.¿